Event description:
Gore was notified of an incident involving gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). On (B)(6) 2026, the vsx device was attempted to be implanted in a male patient for an aneurysm in the popliteal artery. The vsx device was placed at the intended treatment site and deployment was initiated. However, the vsx device allegedly did not deploy when the deployment line was pulled despite several attempts. It was reported the deployment line could only be pulled until the line reached the distal tip. The constrained vsx device was removed completely with no issues. According to the report, the reintervention will be rescheduled as a new vsx device was unavailable.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.